Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A clinical director reported that a pt who had bilateral lasik returned to the clinic the day after surgery. She reported mild scratching, but seeing much better than before surgery. The patient was diagnosed with stage 1 dlk (diffuse lamellar keratitis) and staph marginal keratitis in both eyes. The patient was placed on steroid eye drops, which have since been tapered off. This report concerns the patient's right eye. The patient returned for examination two weeks later and the dlk and marginal keratitis had cleared. The patient is taking artificial tears five times per day and topical cyclosporine drops twice per day. The vision is as expected with the right eye being monovision for near.